Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian hispanic/latino female patient underwent a primary breast augmentation surgery to implant a 325cc mentor smooth round moderate plus profile saline breast implant prosthesis. Post-operatively, the patient was diagnosed with bilateral deflated breast implants. As a result, the patient underwent removal without replacement on (B)(6) 2022. Refer to manufacturing report number 1645337-2022-02228 for the contralateral event.

Manufacturer narrative:
On march 08, 2022, mentor became aware that an error was submitted in the initial report. The date of implantation was reported to have preceded the manufacturing date of the suspect device. As such, the initial report should have reported this discrepancy. Although, the date of implantation was then discovered to be (B)(6) 2013. Furthermore, a serial number for the device was obtained as (B)(6). A device evaluation was completed on march 09, 2022. Visual analysis of the returned sample revealed that the breast implant had a crease/fold on the posterior view. Leak testing was performed, according to the mentor procedure, and it identified a tear within the crease/fold measuring less than 0.1 cm. The evaluation determined that the cause of the rupture is consistent with normal wear. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in deflation at a later time. Breast implants may also simply wear out over time. Manufacturer¿s reference number: (B)(4). In the initial, b5. Event description should have included: a discrepancy was observed, in which the date of implantation precedes the manufacturing date. Follow-ups will be conducted to clarify the issue. If additional information is obtained, a supplemental report will be submitted accordingly.

Manufacturer narrative:
On march 23, 2022, mentor received follow-up information which indicated there was no product defects or patient harms associated with this device. Manufacturer¿s reference number: (B)(4).